Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when hanging tpn, the pump segment separated from one of the fitments. A new bag of tpn was requested which delayed the patient's care. There was no report of patient harm.